Event description:
It was reported that during a pneumonectomy procedure, the device was inserted around the bronchus. The pt had a huge ulcer and the membranes bronchus was missing. Surgeon needed to deflate the cuff on the et tube as well to gain access. The device did not close properly. The pin did not seat properly in the alignment hole. Removed the device to ensure the cartridge was in the proper position. The assistant surgeon then attempted to reposition on the bronchus and after a few attempts, they were able to manually set the retaining pin. During this manipulation, the back end of the device came in contact with the atrium and a tear occurred. To control, they fired a like device and it fired and formed the staples appropriately. However, the pt arrested and expired.

Manufacturer narrative:
Info anticipated, but unavailable at this time.